Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range shock impedance measurement and a low out of range pacing impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The patient was brought into clinic and all lead measurements were found to be within range. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.